Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reveals, based on the information provided in the complaint description, it appears that the locking mechanism in the nail was already in the lock position before attempting to insert the helical blade. This issue was previously evaluated and deemed valid. The parts were received, no evaluation is available. A review of the device history record did not show conditions that could have contributed to the reported event. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
It was reported that during a hip fracture procedure, the helical blade would not advance completely with use of helical blade inserter. The nut on the back of the helical blade inserter was spinning and did not properly engage. The surgeon removed the helical blade with an extractor and used another helical blade. Surgeon experienced the same difficulty with the 2nd helical blade, only advancing halfway. The 2nd helical blade was removed with an extractor and the nail was removed. Surgeon used a new nail, new helical blade and another helical blade inserter to place the implants and complete the procedure. After the procedure, the surgeon noted that inside of the nail that was removed, one of the prongs had broken off. No broken pieces were left in the patient. This is 1 of 4 reports for the same event number (B)(4).